Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a mr290v vented autofeed humidification chamber was found cracked and leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and videography provided by the customer and our knowledge of the product. Results: visual inspection of the provided vidoegraphy revealed that the chamber dome of mr290v vented autofeed humidification chamber was found with vertical hairline crack and leaking water. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."